Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9324120. It was reported that needle shield is difficult to remove and needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-29. H.6. Investigation summary customer returned (12) loose 3/10cc, 8mm syringes. Customer states that the needle shield is difficult to remove and needle hub separated. All returned syringes were examined and 11 out of 12 samples exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9324120. It was reported that needle shield is difficult to remove and needle hub separated.